Event description:
It was reported that the ilet pump¿s screen was found cracked, with the user uncertain of the cause or timing, while the touchscreen continued to respond and the device functioned normally. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included product replacement and instructions for return of the original device, with user education on data syncing, shutdown procedure, startup of the replacement, delivery timeline, and continued cgm use via dexcom app or receiver. Investigation included remote troubleshooting and confirmation of normal device operation aside from the cracked display. Investigation of this case revealed physical damage to the display component with preserved functionality, consistent with external damage rather than an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or an unknown external event.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.